Manufacturer narrative:
The broken support arm has been requested back for investigation. A supplemental medwatch will be provided after investigation.

Event description:
It was reported that the support arm broke. There was no pt involvement. (B)(4).